Event description:
It was reported that the tip of the lockscrew screwdriver broke into two pieces while tightening the locking screw on the cervical fixation plate. The two fragments fell into the patient but were retrieved and matched to the instrument but discarded. No patient complications were reported.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.